Event description:
It was reported that the burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.50mm and a ng rotawire extra support for treatment. While the devices were being inserted into the patient, it was noted by the physician that the rotapro burr became stuck on the rotawire. An attempt was made by the physician to release the two devices, but they remained stuck. The physician then removed the two devices from the patient together. Both the rotapro and rotawire were then replaced with a new rotapro and rotawire and the procedure was completed successfully using these devices. No patient complications resulted due to this event.